Event description:
An infusion pump with a failure code 715. The failure occurred in clinical use, prior to patient use. There was no medication being infused. The biomed facility stated that no patient injury or medical intervention was involved with this pump. Information was requested regarding the date this report occurred, pump programming and set-up information, but no additional information was available. Additional contact information was requested but no additional contact was identified.